Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the 10 ml bd posiflush¿ normal saline syringe plunger movement was difficult. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: there was no documentation of issues for the complaint of batch 8044815 during this production run. There was no documentation of issues for the complaint of batch 8044815 during this production run. One sample was received. It has no packaging flow wrap. It has the plunger rod-rubber stopper, it has a blue tip cap (the original is white color) and 3ml of saline solution. The barrel label confirms the lot#8044815. The sample was tested for sustaining force. It measured 15.35n, the product specification is <20n. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: possible by having the sustaining force was towards the high side of the product spec it has induced the symptom reported. (Product spec for sustaining force <20n).

Event description:
It was reported that the 10 ml bd posiflush¿ normal saline syringe plunger movement was difficult. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: yes.

Event description:
It was reported that the 10 ml bd posiflush normal saline syringe plunger movement was difficult. There was no report of exposure, injury or medical intervention.